Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tubes, the device experienced poor separator movement. The following information was provided by the initial reporter. The customer stated: I ordered barricor tubes because the lithium heparin green tubes were out of stock. We have a huge problem with the barricor tubes. The barricor 365050 tube separator has not migrated.

Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tubes, the device experienced poor separator movement. The following information was provided by the initial reporter. The customer stated: I ordered barricor tubes because the lithium heparin green tubes were out of stock. We have a huge problem with the barricor tubes. The barricor 365050 tube separator has not migrated.

Manufacturer narrative:
H6: investigation summary bd received a photograph from the customer in support of this complaint. The photo was evaluated and revealed a barricor tube, presumably after centrifugation, where the separator did not move. The lot number was not provided therefore, retention samples could not be tested. Bd was able to confirm the customer¿s indicated failure mode because the defect was evident in the photograph however, bd was not able to identify a root cause for the indicated failure mode. The device history records could not be reviewed because lot number was not provided.